Event description:
The customer reported a fluid leak of approximately 1ml from a unicel dxh 800 coulter cellular analysis system during instrument shutdown. The leak was contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found drops of cleaner on the probe wash collar during shutdown. The fse removed the probe wipe wash actuator block and cleaned debris from the bottom of the block. The block was placed back on the instrument and the fse performed collar alignment. The instrument ran without leaks after the cleaning of the actuator block. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).